Event description:
This is report 2 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days. The patient was treated with cefazolin and vancomycin (dose, route unknown). Per the rn and patient, no defective packaging or dry minicap was observed. The cause was unknown. Per the rn, these events were unrelated to baxter devices or solutions.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Same patient as, (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h12l09045 and h12k13106 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.